Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. System testing revealed multiple high impedance contacts. Reprogramming was unable to restore effective therapy. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgery on (B)(6) 2017 to address the ipg issue (reference MFR report: reference MFR report: 3006705815-2017-01294) during which the lead was tested intra-operatively. High impedances were confirmed on the lead. Surgical intervention to address the lead issue remains pending.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the lead. Stimulation was restored following the procedure.